Manufacturer narrative:
H10: hans van der meersch, md,dirk de bacquer, phd, stefaan j. Vandecasteele, md, phd,barbara van den bergh, md, pieter vermeiren, md, jan de letter, md, et al. (2014). Hemodialysis catheter design and catheter performance: a randomized controlled trial. American journal of kidney diseases, 64(6):902-8. Doi:10.1053/j.ajkd.2014.02.017. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal "american journal of kidney diseases" titled, "hemodialysis catheter design and catheter performance: a randomized controlled trial", catheter removal for infection occurred in three patients, definite catheter-related bloodstream infection in two patients and thrombosis in nine patients.

Event description:
It was reported in an article in the journal "american journal of kidney diseases" titled, "hemodialysis catheter design and catheter performance: a randomized controlled trial", catheter removal for infection occurred in three patients, definite catheter-related bloodstream infection in two patients and thrombosis in nine patients. The current status of the patients were unknown.

Manufacturer narrative:
H10: hans van der meersch, dirk de bacquer, stefaan j. Vandecasteele, barbara van den bergh, pieter vermeiren and jan de letter, et al. (2014). Hemodialysis catheter design and catheter performance: a randomized controlled trial. American journal of kidney diseases, 64(6):902-8. Doi: 10.1053/j.ajkd.2014.02.017. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported thrombosis issue as no objective evidence was provided for review. Furthermore, the clinical condition alleged in the reported event cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.